Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v025707, implanted: (B)(6) 2007, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
(B)(4): the patient reported they got (B)(6) after getting their implant, and ended up going into the hospital. Relevant medical history includes failed back surgery syndrome. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.